Event description:
Customer reported no reactivity with vss272 and a pt with anti-e. (B)(4).

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed. Pt sample was returned and tested with the retained lot of vss272. No reactivity was observed.